Event description:
A 3.5mm diameter x 18mm length ave micro stent ii was deployed in an ostial lesion in the right coronary artery. In addition, there was another micro stent ii deployed in the mid right coronary artery and an ave gfx stent placed in the distal right coronary artery. The position of the ostial stent was such that 5mm of the stent was protruding into the aorta. The following day, the pt returned to the cath lab for placement of stent in the circumflex coronary artery. Prior to stent placement in the circumflex, coronary angiography revealed that the stent had been placed in the calium of the right coronary artery appeared to be "free floating". The stent was snared from the pt and discarded, which resulted in a dissection of the right coronary artery. Subsequently, the pt went to surgery for placement of bypass grafts to the right coronary and circumflex arteries. There was no additional clinical sequelae reported relative to the event.